Event description:
It was reported that the patient underwent a replacement surgery. The patient had previously received a sphincter implant from zsi, which was removed due to poor performance. No additional information was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).